Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the blade mount assembly and front housing needed to be replaced in addition to several other components. The device was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported pt or user injury, and the case was completed successfully without delay with another device.